Manufacturer narrative:
The reported events of failure to capture and unspecified sensing issue were not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies.

Event description:
It was reported that the patient presented at the hospital for a lead revision. It was previously discovered that the patient's right ventricular (rv) lead exhibited a failure to capture and poor sensing due to dislodgement. The rv lead was explanted and successfully replaced. The patient remained stable throughout.